Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a 29-year-old female patient who had essure (batch no. 936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and delivery. Previously administered products included for contraception: implanon and oral birth control. Concomitant products included etonogestrel (implanon) (B)(6) 2011 to(B)(6) 2012 for contraception as well as tramadol hydrochloride (ultram). In april 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel / nickel allergy"), skin exfoliation ("flaky skin on forehead"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have pregnancy test false positive ("false positive pregnancy test"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced medical device site calcification ("dislodged calcium deposits from device"), breast discharge ("nipple discharge"), vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, vaginal haemorrhage, menorrhagia, allergy to metals, skin exfoliation, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, pregnancy test false positive, medical device site calcification, breast discharge, alopecia, vulvovaginal pain and pelvic pain outcome was unknown. The reporter considered allergy to metals, alopecia, breast discharge, dysmenorrhoea, dyspareunia, fatigue, medical device site calcification, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, pregnancy test false positive, skin exfoliation, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient reports after essure removal most, if not all symptoms decreased. Coils: left 04 right:00 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') in a (B)(6) year-old female patient who had essure (batch no. 936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and delivery. Previously administered products included for contraception: implanon and oral birth control. Concomitant products included etonogestrel (implanon) (B)(6) 2011 to (B)(6) 2012 for contraception as well as tramadol hydrochloride (ultram). In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel / nickel allergy"), skin exfoliation ("flaky skin on forehead"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have pregnancy test false positive ("false positive pregnancy test"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced medical device site calcification ("dislodged calcium deposits from device"), breast discharge ("nipple discharge"), vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic infection, vaginal haemorrhage, menorrhagia, allergy to metals, skin exfoliation, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, pregnancy test false positive, medical device site calcification, breast discharge, alopecia, vulvovaginal pain and pelvic pain outcome was unknown. The reporter considered allergy to metals, alopecia, breast discharge, dysmenorrhoea, dyspareunia, fatigue, medical device site calcification, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, pregnancy test false positive, skin exfoliation, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient reports after essure removal most, if not all symptoms decreased. Coils: left 04; right: 00. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received- previously reported event "injury to herself" updated to "pelvic pain", events-"abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction type: nickel, pelvic infection, flaky skin on forehead, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), fatigue, false positive pregnancy test, nipple discharge, dislodged calcium deposits from device, hair loss, vaginal pain", reporter, lot number, medical history, concomitant drug, lab data added. On 22-jul-2019: fu 1 and 2 process together. Mr was received. Reporter information was updated, concomitant drug and medication added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.